Event description:
Surgeon had problems with the target device. During locking, the target device moved to dorsal. Therefore, a locking with the sleeve was not possible. The surgeon used the freehand locking to complete the surgery successfully.

Manufacturer narrative:
Evaluation summary: the alleged targeting issue could not be confirmed as the item was not returned because lost. Thus, dimension and function could not be verified. A review of the DHR was not possible because no lot-no was provided. Potentially reduced accuracy in guidance has been reported and is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. If the targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. The device was not returned for evaluation.

Event description:
Surgeon had problems with the target device. During locking, the target device moved to dorsal. Therefore a locking with the sleeve was not possible. The surgeon used the freehand locking to complete the surgery successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.